Event description:
It was reported the customer had air bubbles in the tubing and in their reservoir. Customer stated the air bubbles were pin-needle sized. The customer stated they did not rewind their insulin pump with the reservoir in place. Customer reported resolving their air bubbles with a 8.3 unit bolus. It was also found the customer's insulin was not stored at room temperature. The customer's blood glucose was 400 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.